Manufacturer narrative:
(B)(4). Meter and test strips returned on 3/10/2016; qc evaluation completed on 4/14/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3 error message. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-3 error message. Customer is feeling well at this time and is not experiencing any symptoms regarding diabetes. The error appeared as soon as test strip is inserted in the meter. The customer is using the proper test strips and is within the 4 months. Strips were open 2 months ago. Strips were stored correctly. No adverse event reported.